Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic gastric bypass. Event description: vessel clipping during laparoscopic gastric bypass, clip could not be released, problem occurred with the first clip. Replaced the clip applier. Intervention: replaced the clip applier. Patient status: no patient injury occurred.